Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when loaded the reload and attempted to fire onto the tissue, stapling could not be performed. The procedure was completed with another device. There was no patient injury.